Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced erosion and extrusion of the right cylinder through the glans. The physician believes the cylinder was distally perforated upon original implantation. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.